Event description:
It was reported that "white particles" were noticed separating from the plunger in the discardit¿ ii syringe w/o needle, and "white coating" was noticed in the inner barrel.

Manufacturer narrative:
Investigation summary: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2022 (may 31st ¿ june 1st, 2018). Syringes were assembled in machine, nº4251, nº4252, nº4208, and nº4204, in lot #8148567 (may 28th ¿ june 4th, 2018). Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8149705, #8142763, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #8149709, #8142767 and no problems, defects or qn related to the reported issue were found. Bd has been provided with the affected samples. After the evaluation of the returned samples, we confirmed the reported issue, and concluded that the white particles inside the syringe were composed of lubricant from the syringe barrel. CAPA 207816 has been opened to investigate.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "white particles" were noticed separating from the plunger in the discardit¿ ii syringe w/o needle, and "white coating" was noticed in the inner barrel.